Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient had a defective cassette and had to change it early. Patient did not use any of the emergency kit and didn't need any durable medical supplies for now. No further information available or dates are known or were reported. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump is unknown when alarm occurred. The reported product fault did occur while in use with the patient: product issue did not cause or contribute to patient or clinical injury. It is unknow if the actual cassette available for investigation. We are not sure if the cassette was replaced. Patient did have additional cassettes they were able to switch to for their life sustaining infusion, the outcome of the event was resolved. There was no patient injury reported.

Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be performed. A product sample was received for evaluation. Visual and functional testing was performed. No product sample nor photos were received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# (B)(4) .